Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to infection. Evidence suggests that no replacements placed so the patient does not have a system implanted at this time. No additional adverse patient effects were reported. Currently, the product has not been received for analysis.